Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they have reached out to the patient. No further information was provided.

Manufacturer narrative:
Other applicable components are: product ID: 37791, serial#: unknown, product type: recharger.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that ins recharger antenna cord was damaged. The patient reported that insr antenna cable casing is coming off and one of the wires is broken and no longer "welded" into the "unit". It was also reported that a month prior to this issue, there was a ¿call your doctor screen¿ message seen intermittently on the insr as well as a 376 error message. The patient reported that they have not been able to charge the ins, and the stimulator is no longer working to deliver stimulation therapy. The patient reported loss of stimulation

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received for the patient reported that the error messages they had seen on their recharger had subsided. They added that it was still difficult to make "charge contact" for an extended time period. The action taken to resolve the ins not delivering therapy was the patient having met with the manufacturer representative.